Event description:
The manufacturer service technician reported that the device had a broken bur piece retained internally while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device had a broken bur piece retained internally while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
E1: updated to specialist name.